Event description:
It was reported that during implant, the right atrial (ra) lead helix was extended and there was unacceptable numbers so the helix was retracted and the lead was repositioned but then the helix was unable to be extended again. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the fixation helix was bent. It was noted that the fixation helix for extending/retracting was out of specification from being disengaged from helical channel. The lead also appeared damaged at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.